Manufacturer narrative:
No patient information provided as no patient was involved in this concern. 01/11/2016 - a medtronic representative performed an imaging system check-out, imaging modalities, cable grade and safety inspection areas passed. Mechanical test failed. Mobile viewing system (mvs) not powering on. Site alleged sparks came out of outlet when power cord was pulled from outlet. Found that the neutral wire on the mvs power cord was loose in the terminal block on the mvs power board. 01/14/2016 the medtronic representative reinserted neutral wire into mobile viewing system (mvs) board and replaced fuses f11 and f12. System check-out performed. Issue resolved. System performed as intended. 01/22/2016 a medtronic representative, following-up at the site, reported that typically, it would pop a breaker in the electricity source or blow a fuse on the unit. In this case, did not see any signs of arcing occur on the plug or on the outlet. The loose wire was reinserted and the system was functioning properly. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported a site unplugged their imaging system mobile viewing system (mvs) from the wall and alleged seeing a spark. The line power light was not on. In trouble-shooting, the medtronic representative walked the site through replacing the line power fuses. This did not resolve the issue. No further details were provided. There was no patient present when this issue was identified.